Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fell and the patient notifier for hv lead impedance out of range was triggered on may 4th. The fall led to lead dislodgement. The lead was repositioned.